Event description:
It was reported by the consumer that the bd nano¿ 2nd gen pen needles clogs during injection. The following information was provided by the initial reporter: consumer reported finding a few from this box where the insulin clogs during injection but flow check worked.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported by the consumer that the bd nano¿ 2nd gen pen needles clogs during injection. The following information was provided by the initial reporter: consumer reported finding a few from this box where the insulin clogs during injection but flow check worked.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.